Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had issue with remote manager unable to open door. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was unable to open door and latch assembly was a bit old. A field service engineer (fse) replaced the latch with a new latch assembly and rebooted hardware successfully to resolve the issue. It was observed that the remote manager was placed on an unlocked rolling cart. The fse informed the customer that the unlocked wheels could cause movement and potentially lead to additional failures in the latch assembly. The fse recommended placing the fridge on a stable, stationary cart or table to prevent movement when the door is opened. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data section h device manufacture date and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was unable to open door and latch assembly was a bit old. A field service engineer (fse) replaced the latch with a new latch assembly and rebooted hardware successfully to resolve the issue. Further, tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had issue with remote manager unable to open door. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had issue with remote manager unable to open door. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.